Event description:
The device was used during an unspecified procedure. Reportedly, the catheter broke. The surgeon performed a re-operation to correct the condition. The hosp has reported that the pt's condition is satisfactory.